Event description:
Pt ended the previous ccpd treatment with a last fill of 2,483 ml. Pt does not do a mid-day manual pd exchange. In drain 0 of the next treatment, pt drained 5,687 ml with a uf of 3,187 ml. Pt stated the drain was extremely slow. Per treatment data, pt drained in two hrs 56 minutes with no alarms occurring. Pt called tech support regarding m21-9 invalid sensor readings during fill 1 and stated he was filling slowly. Pt said he filled with 2,736 ml and noted that the heater bag (5,000 ml) was almost empty. Pt stated that the solution bags appeared to have normal amounts. Per cycler treatment data, fill 1 took 1 hr 32 minutes and the following alarms occurred: m65-scale reading error, fc-fill complication alarm, m21--9 invalid sensor twice, m65 alarm, m21-9 twice, and then heater bag alarm twice. Pt was advised to re-setup with new supplies. Pt wanted to continue and did a stat drain: 8,180 ml. Pt stated his stomach felt tight but resolved after draining. Pt was not hospitalized or have other medical interventions. Pt denied having problems with previous treatment or any other problems during the day prior to the treatment. Stated his blood sugars were normal and did not recall having swelling or edema. Dry weight (B)(6) pounds. Pt uses four bags of 5,000 ml and a last bag of 2,500 ml for ccpd treatment.

Manufacturer narrative:
Distention - pt states his stomach was tight. Investigation in progress. Additional comments: the cause of the 8,180 ml drained could not be determined, through the review of the treatment data and info provided by the pt. (B)(4).